Event description:
The rptr connected the device to the pt. The device rendered a shock advised decision and was used to deliver energy to the pt. According to the rptr, with succeeding analyses, the device inappropriately rendered no shock decisions. The basis for this opinion was not reported. The pt was not resuscitated. The rptr concluded that pt outcome was not the result of the reported discrepancy, due to a lack of pt viability.